Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report# 0001831750-2021-00376 follow the completion of an investigation.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes cannot be engaged.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not made available for inspection by the end user. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the brakes cannot be engaged. There was no patient involvement.